Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during therapy in the critical care unit (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which was reproduced while attempting to run a loaded set. The current reading of the downstream sensor was found out of specification. The device was calibrated to ensure proper occlusion detection.